Manufacturer narrative:
On (B)(6) 2015 consumer has not responded to contact attempts made to retrieve more information and request that the device be returned for evaluation.

Event description:
On (B)(6) 2015 consumer claims that the toothbrush caused her to crack a tooth.